Event description:
Customer reported that she has hospitalized that might have been in the last 10 years due to diabetic ketoacidosis but was unsure of when this occurred and if she reported it. Customer did not know her blood glucose value. Customer also reported that her belt clip broke due to wear and tear. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.